Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on 10-mar-2016 from and adult female consumer and forwarded to bayer on 04-aug-2016. On (B)(6) 2010, essure (fallopian tube occlusion insert) was inserted. At time of insertion, consumer experienced placement painful, fainted during placement, and complication of device insertion. In an unspecified date, the consumer experienced excessive blood loss (not specified), nauseous, dizzy, bladder infection, legs pain / pain radiating to legs, abdomen pain, lower back pain, mood swings, memory loss, problem concentrating, menopause complaints, vaginal fungal infection, heavier menstruation, and bruises quickly.consumer had work-related problems. She visited her doctor and received medication for solving infections/inflammation. She also mentioned that her complaints concentrated on the right side and she considered essure removal. Company causality comment:this spontaneous case report refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pain in abdomen and excessive blood loss (not specified). These both reported events are listed in the reference safety information for essure. Abdominal pain may occur within consumers under essure use. Changes in bleeding pattern, including heavy an unscheduled bleeding is also a common occurrence. Thus, based on a positive temporal relationship, essure safety profile and lack of alternative explanation, the causality between these both reported events and essure use was assessed as related. This case was regarded as incident since essure removal will be required (planned intervention). Other nonserious events were reported. Technical analysis has been requested. No further information is expected from consumer.

Manufacturer narrative:
Follow-up received on 03-oct-2016 - quality-safety evaluation of ptc: ptc global number: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 04-oct-2016 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous case report refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pain in abdomen and excessive blood loss (not specified). These both reported events are listed in the reference safety information for essure. Abdominal pain may occur within consumers under essure use. Changes in bleeding pattern, including heavy an unscheduled bleeding is also a common occurrence. Thus, based on a positive temporal relationship, essure safety profile and lack of alternative explanation, the causality between these both reported events and essure use was assessed as related. This case was regarded as incident since essure removal will be required (planned intervention). Other nonserious events were reported. According to technical analysis, a product quality defect could not be confirmed but is considered plausible. No further information is expected from consumer.